Event description:
It was reported that when the wand was used, the electrode wire at front end broke. No patient injury was reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. The lower and the middle electrode is completely detached and the upper electrode is worn. The suction connector/tube was returned contaminated with bloddy substances. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller p/n13546-02. The ablate- and coagulation- function performed and the device produce plasma on the remaining electrodes. The suction- and saline line were tested and performed as intended. The complaint was verified and the root could be determined due to expected wear/tear. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.